Manufacturer narrative:
(B)(4): the meter involved with this complaint was returned in a condition that made analysis for the customer's complaint impossible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because patient contacted lifescan alleging receiving in the meter bolus amount with incorrect time. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.